Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that she experienced an electric shock from a boiler the day prior to the report and that since then, her implantable neurostimulator (ins) was causing her to feel pain in her leg, even when it was switched off. The patient was asked to switch their ins off and was redirected to the hospital. It was unknown whether any surgical interventions were planned or performed. Additionally, it was unknown whether the issue was resolved at the time of report. No further complications were reported or anticipated. Information received from the consumer via manufacturer representative (rep) reported that they got an electric shock from a boiler and since then, they were feeling pain in their leg from the neurostimulator even when it was off. The patient was advised to keep the system off and contact the hospital. They contacted the hospital and was waiting to hear back.